Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose blood glucose. Customer¿s high blood glucose was 435 mg/dl and 34 mg/dl. The customer reported that there was crack on right side of the casing and some scratches on the screen. The reservoir will not be returned for analysis.